Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was selected for use in a patient for the treatment of an aortic dissection. It was reported that the delivery system had a crack in the screw gear which was observed prior to use. The physician did not use the device. The patient was treated with another device to complete the procedure. The physician stated that the event was related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the event was confirmed; there was a break in the screwgear. The root cause of the event could not conclusively determined during analysis. From the damage to original packaging and tray in the area of the screwgear, the cause may have been due to damage during shipping/handling. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.